Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a lead implant procedure the catheter had a slit and upon removing the stylet from the lead it got stuck and it got stuck. Lead was explanted and a new lead was implanted. Patient was stable and recovering.